Event description:
The st. Jude representative phoned to report a lead with a pacing lead inpedance of 1700 ohms. During explant, a visible fracture was noted in the lead. The damaged portion of the lead was extracted and returned for evaluation.